Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and impedance went down from 900 to 499 ohms. Also, patient was picking the incision site. Possible lead dislodgment and physician then ordered chest x-ray. No further information obtained from the field. The lead remains in service. No adverse patient effects were reported.